Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 23, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date); d4 (additional device information - updated lot number); g3 (date received by manufacturer); g6 (indication that this is a follow-up report); h2 (follow-up due to additional information and device evaluation); h3 (device evaluated by manufacturer); h4 (device manufacture date); h6 (identification of evaluation codes 11, 3331, 4114, 3259, 4307). Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation finding: 3259 - improper physical structure. Investigation conclusions: 4307 - cause traced to component failure. The affected sample was not returned; however, a video was provided showing the loose venous temperature probe. A representative retention sample was inspected for damage with no damage noted on the device. All capiox units are 100% visually inspected at several points in the production process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Loose venous inlet thermistor.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the venous inlet thermistor was loosen. No known impact or consequence to patient, the product was not changed out, the surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H6: component code: 918 - probe, health effect - impact code: 2199 - no health consequences or impact, health effect - clinical code: 4582 - no clinical signs, symptoms or conditions, medical device problem code: 3026 - unintended movement, investigation findings: 3233 - results pending completion of investigation, investigation conclusions: 11 - conclusion not yet available.